Manufacturer narrative:
On july 6, 2020, mentor became aware that the 34-year-old black or african american patient experienced bilateral capsular contracture; baker grade IV. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 15, 2023, information was re-reviewed in imedidata which indicated that on (B)(6) 2018 only secondary procedure was performed for the left side. Hence field d6b has been updated to (B)(6) 2018 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that patient encountered bilateral capsular contracture; baker grade iii. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Potential cause: a root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Conclusion statement: the patient¿s left breast prosthesis was shipped out to mentor since a capsular contracture condition was observed. Implant is a baker grade iii. Mentor product analysis lab¿s visual examination indicated the device appears intact and no anomalies were found. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This complaint is related to the glow study. It was reported that a (B)(6) female patient underwent primary breast augmentation with a 550cc mentor memorygel, breast implant and was presented with bilateral capsular contracture; baker grade iii. The left sided device was explanted and replaced on (B)(6) 2018 with catalog number 3505504bc and serial number (B)(4). The right sided device was explanted and replaced on 3/4/2019 with catalog number 3505504bc and serial number (B)(4). This report is for the patient¿s left-sided device.

Manufacturer narrative:
On 11/29/2019, mentor became aware that manufacturer reference numbers 1645337-2019-20304 and 1645337-2019-14455 were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. Manufacturer's reference number: (B)(4).